Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, no capture and fluctuating impedance was observed. Cardiac perforation was noted on echocardiogram. Lead was explanted and replaced. Patient's condition was good before and after the procedure.